Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The patient alleged sinus issue, congestion, pain, infection, runny nose, soreness, eye and skin irritation, nausea, lightheadedness, headache, dizziness, difficulty breathing/ shortness of breath and burning sensation. The device was returned and manufacturer could not confirm particles in air path during device evaluation. There was no report of patient harm or injury.